Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine concentration not reported at 0.3717mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was also reported that the patient¿s back was "full of rods and cages." The event date was noted as (B)(6) 2015. It was reported that the patient started having symptoms on (B)(6) every week at the same time. The symptoms the patient was experiencing were severe pain and tingling in his legs, severe withdrawal symptoms, vomiting, diarrhea, high blood pressure, and passing out the patient would not be well for 1-2 days then would be fine. Since (B)(6) of last week the symptoms have only gotten worse. The patient had been to the ER several times and they took him (B)(6) where they did an x-ray there and were told "the tubing is fine" so the problem must be with the pump. Per the reporter when they told the pain management physician about the symptoms they were told the pump was working. The reporter also stated that the patient had ¿norco fives¿ and she would give the patient 2 of them and after an hour or so the nausea and vomiting go away. The reporter contacted the healthcare provider and they were waiting on a call back.

Manufacturer narrative:
.

Event description:
Additional information was received from a healthcare professional on 17-apr-2016 and it was reported that starting in (B)(6) 2015, the patient had had nausea and vomiting that had come on gradually. They had completed a gi (gastrointestinal) workup that showed "unremarkable." The patient was on oral meds for the nausea and vomiting, but they weren't really helping like they should. The reporter was a va doctor that was seeing the patient while admitted there for symptoms. Per the reporter, the patient had morphine in the pump and she was looking at medical journal information that listed a possible side effect as nausea/vomiting. This was a continued issue, so withdrawal was really not a concern since it had been going on for so many months. The patient was not on any new oral meds for pain. The reporter did not know if the pump drug was compounded or infumorph. The va doctor was planning on getting the name of the patient's pump managing physician from the patient and then contacting that physician. The va doctor was considering stopping the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.